Event description:
Caller reported a malfunction on the pump, and it was confirmed that there was no adverse impact to the customer's blood glucose level. Technical support decided to replace the malfunctioning pump with a new one featuring updated software. Caller was instructed on the storage mode process and advised to return the faulty pump using a pre-paid label provided by technical support within 10 days. Customer consented and acknowledged all instructions, opting to use a manual insulin delivery method in the meantime.